Event description:
Complainant reports that while performing a therapeutic ercp, approximately two weeks ago, patient age and gender unknown, the balloon detached from the catheter while in the common bile duct. The balloon was successfully retrieved using biospy forceps and that procedure was completed using another device. There were no reported adverse affects.